Event description:
Livanova received report of a motor control failure error message on a s5 mast roller pump when used for the first time during maintenance. The pump was replaced with another. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in tanabe, japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. Subsequent functional verification testing was completed without issues and the unit was returned to service, without repair activity, according to the customer. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. Based on the above and considering that no hardware failure was detected during technical and functional inspection, most likely root cause of the reported issue could be a user error during occlusion setup or in the tube used or the presence of a foreign object that blocked the rotor.

Event description:
See initial report.